Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue related to leakage in the o2 gas module has been confirmed during evaluation of the provided problem description and service report. The device log files were not attached to this investigation. According to the information provided by the field service engineer (fse), it was found the o2 gas module was defective and the part has been replaced. No parts were returned for further analysis. The root cause for the reported problem could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/24/2019. Corrected manufacture date: 02/25/2019.

Event description:
It was reported that the ventilator had a leakage in the o2 gas module. The patient involvement is unknown. Manufacturer's ref#: (B)(4).